Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed in an enteral feeding device replacement procedure in 2008. According to the complainant, within a month after placement, the right angle feeding tube leaked from the bonding face of the y-port and the feeding tube. The procedure was completed with another cubby low profile gastrostomy device. No patient complications were reported as a result of this event. The patient's condition after the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.